Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had early posterior capsule opacification (pco). Patient was 3 weeks post-op with anterior and posterior capsule opaque with pin hole vision. Additional information has been requested, received and stated patient was 3 weeks post-op with anterior and posterior capsule contracted and opaque with pin hole vision. Patient issues were not resolved, scheduled for yag capsulotomy anterior and posterior.

Manufacturer narrative:
A global review was conducted to look at the reported incidence for each of the above outcomes over the past 3 years. All global complaints are evaluated monthly for adverse trending, and no adverse trends were identified for these events. File will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.